Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, the patient went to the gym alone around 12:00 pm. At approximately 1:00 pm, while exercising, the patient experienced a syncopal episode (fainting) and did not receive any alerts due to a failure of the wearable device. During the episode, a bystander at the gym provided the patient with ice and a small amount of gatorade. The patient remained unconscious for approximately five minutes. Upon regaining consciousness, he consumed the entire bottle of gatorade. No blood glucose (bg) reading was taken at the time, as the patient was not equipped with a functioning sensor. The app displayed a ¿sensor failed¿ message, prompting the patient to remove and discard the wearable device. Once he felt stable, he returned home to replace the sensor. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.